Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor was giving inaccurate readings last week. The customer stated the sensor reading was 40 mg/dl and suspending the insulin pump when her blood glucose was really at 190 mg/dl. Customer attempted to calibrate but the device wouldn't work, as the insulin pump would alarm calibration error. Troubleshooting was performed and it was noted the sensor was inserted in the abdomen and no damage was noted on previous sensors that have been removed. Customer was advised to remove and insert a new sensor. Customer is not returning the sensor for analysis.